Event description:
It was reported that the needles on both 22g and 24g are very dull and they are having to stick their patience multiple times. Customer listed part 3050 and 3053.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.no lot number provided for DHR.